Manufacturer narrative:
(B)(4). The rt020 end expiratory filter is a component of the rt380 adult dual heated evaqua2 breathing circuit kit. Method: the complaint rt020 end expiratory filters were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that two rt020 end expiratory filters failed the pre-use leak test. Conclusion: without the return of the complaint devices, we are unable to determine the cause of the reported event. Rt020 end expiratory filters are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject rt020 filters would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that two rt020 end expiratory filters failed the pre-use leak test. There was no patient involvement.